Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 04feb2020 noting that the proximal end of the balloon was leaking before reaching nominal pressure.

Manufacturer narrative:
D10, h3- cook was informed 15apr2020 that the device would not be returned. Event summary: as reported, during angioplasty of the left anterior tibial artery (ata), an advance 14 lp low profile balloon catheter leaked. The left ata was reportedly stenosed and occluded in the proximal, middle, and distal segments of the artery. An unspecified 4 french cook long sheath and unknown "v14" wire guide were also used during the procedure. The complaint device was advanced to the ata; however, the device would not inflate past four atmospheres. The device was removed from the patient, and inflation was attempted outside the body, at which point a leak of contrast was observed to the proximal end of the balloon. The procedure was completed with another cook advance 14lp balloon without any adverse effects to the patient or additional interventions required. Investigation - evaluation: reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A document-based investigation evaluation was thus conducted. A review of the device history record showed no nonconforming events which were related to this failure mode. A review of complaint history showed no additional complaints received related to this lot. Reviews of the manufacturing instructions, drawing, specifications, and quality control procedures were also conducted, and no gaps were discovered. The available information provides objective evidence to support that the device was manufactured to specification. The product is packaged with instructions for use which warns, ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, which resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ based on the information available, investigation has concluded that a definitive cause could not be established for this event. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). PMA/510(k) number = k170193. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during angioplasty of the left anterior tibial artery (ata), an advance 14 lp low profile balloon catheter leaked. The left ata was reportedly stenosed and occluded in the proximal, middle, and distal segments of the artery. An unspecified 4 french cook long sheath and unknown "v14" wire guide were also used during the procedure. The complaint device was advanced to the ata; however, the device would not inflate past four atmospheres. The device was removed from the patient, and inflation was attempted outside the body, at which point a leak of contrast was observed. The procedure was completed with another cook advance 14lp balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.